Event description:
Caller alleged discrepant inratio results. Results as follows: date: (B)(6) 2014; inratio: 1.5; lab: 2.7. Time between tests: <1 hour. Therapeutic range: 2.0 - 3.0. Patient self tester reports milking the finger after finger stick and touching finger to the sample well for the inratio = 1.5 result. Patient re-tested 1.5 hours after lab draw; inratio=2.7. Caller reports using good technique for this test. Patient is not questioning this result.

Manufacturer narrative:
It is indicated that product is not returning for evaluation. Retain strip testing results met both accuracy and repeatability criteria. A review of the manufacturer record for the lot did not uncover any non-conformance. Lot meets release specification. Although the root cause analysis did not include returned testing, improper techniques were identified in the complaint. These could not be ruled out as a cause of the unexpected results. Based on the information available, there is no indication of a product deficiency. No corrective action is required at this time. The issue will be subject to tracking and trending.